Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using the mcot device with flexwire configuration and vermed electrode lot number 250922-0372, which is associated with the device. The patient experienced itching and blisters/welts. The patient did seek medical treatment for the skin irritation and was prescribed a topical antiinflammatory medication to treat the irritation. The patient did take a break or discontinue service due to the skin irritation. The patient confirmed following the recommended skin preparation steps and reported having a history of skin sensitivity/allergy to adhesives. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and has a history of skin sensitivity/allergy to adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using the mcot device with flexwire configuration and vermed electrode lot number 250922-0372, which is associated with the device. The patient experienced itching, blisters/welts. The patient did seek medical treatment for the skin irritation and was prescribed a topical antiinflammatory medication to treat the irritation. The patient did take a break or discontinue service due to the skin irritation. The patient confirmed following the recommended skin preparation steps and reported having a history of skin sensitivity/allergy to adhesives.